Event description:
Medtronic received information regarding a imaging system being used outside of a procedure. It was reported that when turning the system on, the gantry was "catching" and getting caught in order to open and close. They needed to stop pressing the pendant, and re-press to continue opening or closing. There was no patient involvement.

Manufacturer narrative:
H3, h6: the manufacture representative went to the site to test the imaging system and system check out completed. All operations were good. System was functioning properly. Unable to replicate stated opening and closing issue. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000144. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.